Manufacturer narrative:
Correction: 'date received by MFR' updated to correct the date given in follow-up report #001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was receiving gablofen. The patient had developed an infection and the doctor chose to remove all equipment. The daily dose was decreased from 950 mcg to 700 mcg on (B)(6) 2019. The issue was considered to be resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2,000 mcg/ml at a dose rate of 950 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s back incision at the catheter site was puffy. The event occurred during normal use. The spinal incision required irrigation and debridement. The physician felt it needed to be explored. A culture was sent to the lab. The incision was closed without incident. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s medical history and weight were indicated as having been asked but were unknown/unavailable. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.